Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -4.0/0.5/092 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2024. The patient experienced an excessive vault. On (B)(6) 2024 the lens was exchanged with the same model, shorter length and the problem was resolved. The reporter indicated the cause of the event was unknown.